Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify or verify e70 alarm, possible under delivery anomaly due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl, customer alleged for possible under delivery and insulin pump alarmed for motor encoder position error. Customer¿s current blood glucose was 350 mg/dl and customer was treated with insulin injection. Customer stated that insulin pump was able to rewind and drive support cap was normal. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis and reservoir will not be returned for analysis.